Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was separation gel smeared up the side of the tube wall in 46 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of these photos indicated gel smearing. A total of (B)(4) retained samples were visually inspected, and no gel smearing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was separation gel smeared up the side of the tube wall in 46 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.